Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user presented with a wound at the cochlear implant site. At this time, the surgeon does not plan to proceed with reimplantation and prefers to manage the condition conservatively with hyperbaric therapy. The only concern is the wound area, which has not been treated due to the user's sensitive skin. An x-ray was ordered, and the surgeon is considering hyperbaric therapy.

Manufacturer narrative:
Additional information: according to the information received from the field the suffers from a wound at the implant site. Reportedly the recipient's pre-existing medical issue i.e. Diabetes likely contributed to the observed issue. Currently it is planned to manage the condition conservatively with hyperbaric therapy. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. Further, in situ measurements show five channels with hi impedance due to undetermined reasons.

Event description:
The user is currently hearing well; however, there is a wound overlying the implant area. She is presently admitted for treatment due to the presence of pus at the wound site, although her hearing remains satisfactory. An x-ray was ordered, and the surgeon is considering hyperbaric therapy.